Event description:
With the advancement of an angiographic catheter prior to the deployment of the contralateral iliac leg graft, it was noted that the selected length of the leg graft was inadequate to achieve the desired landing zone. As a result, another iliac leg graft was deployed in the limb of the main body, in order to extend the limb and provide additional length in order to land the original iliac leg graft at the intended location. After deployment of the ipsilateral iliac leg graft, another manufacturer's covered graft was deployed distally, in order to achieve the desired landing zone in the common iliac artery. No endoleaks were observed during the completion angiogram.